Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation- nitta k et al., utility and limit of tap using yag laser for increased intraocular pressure after ex-press filtration surgery. Ophthalmic surgery.jan2023;36(4):572-575 the manufacturer internal reference number is: (B)(4).

Event description:
An physician reported via a literature article " utility and limit of tap using yag laser for increased intraocular pressure after glaucoma filtration surgery¿ which is a prospective study considering 822 eyes of 593 patients who underwent glaucoma filtration surgery between july 2012 and july 2021 with cases that yag laser irradiation was applied to the glaucoma filtration device lumen in (69 eyes of 69 patients in yag/tap group) and cases where the filtering bleb disappeared due to adhesions around the scleral flap: glaucoma was removed and filtering bleb reconstruction was performed (54 eyes of 54 patients in the removal group). The patients were divided into two groups (yag/tap group and removal group) and the effects of lowering intraocular pressure and complications were examined. Regarding both eyes, the right eye was selected for analysis. This case is about three eyes in the where it was difficult to close the scleral flap during surgery and patched it with autologous sclera or preserved sclera. In addition, due to reoperation, the number of corneal endothelial cells decreased to 1,000 cells/mm, in 3 eyes. There were other complications such as anterior chamber hemorrhage and hyperfiltration that occur usually during trabeculectomy. There are four medical device reports associated with this report. This is 4 of 4.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of iop increased, explanted, decreased edc, and corneal endothelial cell loss ; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).